Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the insulin appeared to be gelled inside the luer-lock. The customer's blood glucose level was not impacted. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusion as the event had occurred in the past.